Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a mid shaft humerus fracture and was implanted with an 11 hole plate and 8 screws on (B)(6) 2012. The patient came in for a follow up visit, date unknown, and x-rays showed 3 screws broke at the head with the shaft of the 3 broken screws remaining in the patient's bone. The surgeon did a full hardware removal on (B)(6) 2012. Patient was revised to another plate and screws. The surgeon completed his procedure successfully. This is 2 of 4 reports for this event.